Event description:
It was reported that there was a right ventricular (rv) lead integrity warning. The rv lead impedance and thresholds had increased and there was noise on the lead. It was also reported that there was high impedance of the unipolar left ventricular (lv) lead. Both leads remain in use; however a lead revision is planned for the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6945 implantable tachy lead, implanted: (B)(6) 2003 ; 5076 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).